Event description:
It was reported that the patients hemovac drain had a broken line between the accordion drain and the line 5cm above the connection site.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to ¿tensile requirements are not appropriate for the type of drain and/or procedure". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patients hemovac drain had a broken line between the accordion drain and the line 5cm above the connection site.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.